Manufacturer narrative:
(B)(4). A clinical specialist review of the reported event determined that the device use did not contribute to the outcome of the patient. Physio-control evaluated the device; however, the reported failure was not duplicated. Physio-control anticipates the return of the device for further investigation and will submit a supplemental report on this event to the FDA.

Event description:
It was reported by the customer that they responded to a witnessed cardiac arrest and the device failed to detect a patient connection. CPR was not initiated until arrival of the customer; approximately one (1) minute after being dispatched. The device prompted the user to "connect electrodes" and it would not detect the patient connection. The customer was using physio-control brand defibrillation electrodes, but the lot code and expiration date were not known. The same defibrillation electrodes were used with a lifepak 12 device that was also available at the scene within approximately two (2) to three (3) minutes. It was indicated that the patient was not defibrillated with the lifepak 12 device as they did not have a shockable rhythm. The patient had cancer and do not resuscitate (dnr) orders; however, the paperwork could not be produced at the scene. Resuscitation attempts continued until the patient arrival at the hospital; at which point the dnr was activated and the patient was pronounced deceased. There were no further details on the event and/or the patient provided.